Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3018601 and product code 810081. No additional information is available. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2007 and the mesh was implanted. It was reported that the patient experienced abdominal pain. It was also reported that the patient had crohn's disease diagnosed following installation, but the diagnosis seemed erroneous because there were several periods of pain that followed since that time with negative results of examinations made by gastroenterologists. It was also reported that the patient experienced pain for no apparent reason. "